Event description:
This patient was a part of a clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and a 27mm watchman flx pro closure device was implanted. The patient was discharged. Seven (7) days post index procedure, the patient died. The cause of death is unknown. No further details were available.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036340601. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death (sepsis). Risk review: a risk review was completed and confirmed that the event of death (sepsis) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and a 27mm watchman flx pro closure device was implanted. The patient was discharged. Five (5) days post index procedure, the patient died. The cause of death is acute on chronic cholecystitis with septic shock. No autopsy will be performed. The physician stated the death is not related to the watchman devices or index procedure.

Manufacturer narrative:
This is a correction and also additional information update to the initial report sent to the FDA on october 30, 2025. B5: information was corrected from "seven (7) days post index procedure, the patient died." To "five (5) days post index procedure, the patient died." Corrected from "the cause of death is unknown." To "the cause of death is acute on chronic cholecystitis with septic shock." The statement of "no autopsy will be performed." Was added. The statement "no further details were available." Was replaced with "the physician stated the death is not related to the watchman devices or index procedure.". B2: date of death was updated from (B)(6) 2025. H6 patient code was updated from e2403 to e0306 g2: report sources added.

Event description:
Reported via clinical study it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and a 27mm watchman flx pro closure device was implanted. The patient was discharged. Five (5) days post index procedure, the patient died. The cause of death is acute on chronic cholecystitis with septic shock. No autopsy will be performed. The physician stated the death is not related to the watchman devices or index procedure.